Event description:
It was reported the patient received the following results within 15 minutes: 311 mg/dl (system 1) and 153 mg/dl (system 2).

Manufacturer narrative:
This case, with patient identifier (B)(6) (system 2), is related to case with patient identifier (B)(6) (system 1).